Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge") and swelling ("swelling") and was found to have weight decreased ("losing too much weight"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, urinary retention, micturition urgency, weight decreased and swelling outcome was unknown. The reporter considered back pain, micturition urgency, swelling, urinary retention and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary retention, back pain and micturition urgency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received event "swelling" was added. Reporter information was added. On 20-feb-2020: fu 6 and 7 processed together. Social media received reporter information was added. Case upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant pressure behind my eyes and blurred vision and stumble a lot"), ocular discomfort ("constant pressure behind my eyes and blurred vision and stumble a lot"), dizziness ("dizzyness") and abdominal pain lower ("lower abdominal pain ") and was found to have weight decreased ("losing too much weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, urinary retention, micturition urgency, weight decreased, swelling, migraine, vision blurred, ocular discomfort, dizziness and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dizziness, micturition urgency, migraine, ocular discomfort, swelling, urinary retention, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary retention, back pain and micturition urgency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu11&fu12 proceed together: social media : reporter added.event added as lower abdominal pain. On 20-mar-2020: fu11&fu12 proceed together: social media received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in an adult female patient who had essure (batch no. 932169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), abnormal loss of weight ("losing too much weight/ weight plummet/ weight just keeps going down/ it just keeps dropping a few a ibs a day"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant pressure behind my eyes and blurred vision and stumble a lot"), ocular discomfort ("constant pressure behind my eyes and blurred vision and stumble alot"), dizziness ("dizzyness"), abdominal pain lower ("lower abdominal pain "), pelvic pain ("pelvic pain"), depression ("depression"), menorrhagia ("period were extremely painful an heavy"), anxiety ("anxiety"), fatigue ("fatigue"), malaise ("fell like I almost look sick"), multiple allergies ("allergies have been horrible, worse than before"), lacrimation increased ("eyes water constantly"), headache ("headaches"), abdominal distension ("weight gain and belly bc I had that too/ feel more bloated than ever"), overweight ("overweight"), constipation ("can not poop"), abdominal pain ("left side has stabbing pain"), dyspepsia ("severe heartburn") and oropharyngeal discomfort ("fell like my food is literally packed up to my throat") and was found to have weight increased ("weight gain and belly bc I had that too"). The patient was treated with magnesium hydroxide (milk of magnesia), macrogol 3350 (miralax), medication and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, urinary retention, micturition urgency, abnormal loss of weight, swelling, migraine, vision blurred, ocular discomfort, dizziness, abdominal pain lower, pelvic pain, depression, menorrhagia, anxiety, fatigue, malaise, lacrimation increased, headache, weight increased, overweight, constipation, abdominal pain, dyspepsia and oropharyngeal discomfort outcome was unknown and the multiple allergies and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal loss of weight, anxiety, back pain, constipation, depression, dizziness, dyspepsia, fatigue, headache, lacrimation increased, malaise, menorrhagia, micturition urgency, migraine, multiple allergies, ocular discomfort, oropharyngeal discomfort, overweight, pelvic pain, swelling, urinary retention, vision blurred and weight increased to be related to essure. The reporter commented: patient reported that had essure removed in the month of (B)(6). Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received. Lot number added. New reporters and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant peressure behind my eyes and blurred vision and stumble alot"), ocular discomfort ("constant peressure behind my eyes and blurred vision and stumble alot") and dizziness ("dizzyness") and was found to have weight decreased ("losing too much weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, urinary retention, micturition urgency, weight decreased, swelling, migraine, vision blurred, ocular discomfort and dizziness outcome was unknown. The reporter considered back pain, dizziness, micturition urgency, migraine, ocular discomfort, swelling, urinary retention, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary retention, back pain and micturition urgency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event added- dizziness. On (B)(6) 2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), abnormal loss of weight ("losing too much weight/ weight plummit/ weight just keeps goinf down down down/ it just keeps dropping a few a ibs a day"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant peressure behind my eyes and blurred vision and stumble alot"), ocular discomfort ("constant peressure behind my eyes and blurred vision and stumble alot"), dizziness ("dizzyness"), abdominal pain lower ("lower abdominal pain "), pelvic pain ("pelvic pain"), depression ("depression"), menorrhagia ("period were extremly painful an heavy"), anxiety ("anxiety"), fatigue ("fatigue"), malaise ("fell like I almost look sick"), multiple allergies ("alergies have been horrible, worse than before"), lacrimation increased ("eyes water constantly"), headache ("headaches"), abdominal distension ("weight gain and belly bc I had that too/ feel more bloated than ever"), overweight ("overweight"), constipation ("can not poop"), abdominal pain ("left side has stabbing pain"), dyspepsia ("severe heartburn") and oropharyngeal discomfort ("fell like my food is literally packed up to my throat") and was found to have weight increased ("weight gain and belly bc I had that too"). The patient was treated with magnesium hydroxide (milk of magnesia), macrogol 3350 (miralax), medication and surgery (essure removal). Essure was removed. At the time of the report, the back pain, urinary retention, micturition urgency, abnormal loss of weight, swelling, migraine, vision blurred, ocular discomfort, dizziness, abdominal pain lower, pelvic pain, depression, menorrhagia, anxiety, fatigue, malaise, lacrimation increased, headache, weight increased, overweight, constipation, abdominal pain, dyspepsia and oropharyngeal discomfort outcome was unknown and the multiple allergies and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal loss of weight, anxiety, back pain, constipation, depression, dizziness, dyspepsia, fatigue, headache, lacrimation increased, malaise, menorrhagia, micturition urgency, migraine, multiple allergies, ocular discomfort, oropharyngeal discomfort, overweight, pelvic pain, swelling, urinary retention, vision blurred and weight increased to be related to essure. The reporter commented: patient reported that had essure removed in the month of april. Concerning the injuries reported in this case, the following ones were reported via social media: urinary retention, back pain and micturition urgency. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " period were extremely painful and heavy, pelvic pain, depression, anxiety, fatigue" were added. Reporter information was added. On 23-mar-2020: social media received. New reporter was added. New events feeling sick, eyes watering continuously, overweight, increased belly, weight gain, headaches, allergies not specified, overweight, constipation, heartburn, pain left side abdomen and throat discomfort were added. New treatment drugs miralax, milk of magnesia were added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant pressure behind my eyes and blurred vision and stumble a lot") and ocular discomfort ("constant pressure behind my eyes and blurred vision and stumble a lot") and was found to have weight decreased ("losing too much weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, urinary retention, micturition urgency, weight decreased, swelling, migraine, vision blurred and ocular discomfort outcome was unknown. The reporter considered back pain, micturition urgency, migraine, ocular discomfort, swelling, urinary retention, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: urinary retention, back pain and micturition urgency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Insertion date was added. New events migraines, brain hemorrhage, constant pressure behind my eyes and blurred vision and stumble a lot was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain in my lower back') in an adult female patient who had essure (batch no. 932169-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary retention ("feel like cant empty bladder"), micturition urgency ("feel the urge"), abnormal loss of weight ("losing too much weight/ weight plummet/ weight just keeps going down down down/ it just keeps dropping a few a ibs a day"), swelling ("swelling"), migraine ("migraines"), vision blurred ("constant peressure behind my eyes and blurred vision and stumble a lot"), ocular discomfort ("constant pressure behind my eyes and blurred vision and stumble a lot"), dizziness ("dizzyness"), abdominal pain lower ("lower abdominal pain "), pelvic pain ("pelvic pain"), depression ("depression"), menorrhagia ("period were extremely painful an heavy"), anxiety ("anxiety"), fatigue ("fatigue"), malaise ("fell like I almost look sick"), multiple allergies ("allergies have been horrible, worse than before"), lacrimation increased ("eyes water constantly"), headache ("headaches"), abdominal distension ("weight gain and belly bc I had that too/ feel more bloated than ever"), overweight ("overweight"), constipation ("can not poop"), abdominal pain ("left side has stabbing pain"), dyspepsia ("severe heartburn") and oropharyngeal discomfort ("fell like my food is literally packed up to my throat") and was found to have weight increased ("weight gain and belly bc I had that too"). The patient was treated with magnesium hydroxide (milk of magnesia), macrogol 3350 (miralax), medication and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, urinary retention, micturition urgency, abnormal loss of weight, swelling, migraine, vision blurred, ocular discomfort, dizziness, abdominal pain lower, pelvic pain, depression, menorrhagia, anxiety, fatigue, malaise, lacrimation increased, headache, weight increased, overweight, constipation, abdominal pain, dyspepsia and oropharyngeal discomfort outcome was unknown and the multiple allergies and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal loss of weight, anxiety, back pain, constipation, depression, dizziness, dyspepsia, fatigue, headache, lacrimation increased, malaise, menorrhagia, micturition urgency, migraine, multiple allergies, ocular discomfort, oropharyngeal discomfort, overweight, pelvic pain, swelling, urinary retention, vision blurred and weight increased to be related to essure. The reporter commented: patient reported that had essure removed in the month of (B)(6). Lot number reported (932169) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.